Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with davinci assisted lsh, sacrocolpopexy followed by panniculectomy with repair of rectus diastasis, abdominoplasty on (B)(6) 2012 due to vaginal wall prolapse and sui and mesh were implanted into the patient. It was reported that following insertion the patient experienced pain, mesh erosion, mesh exposure, vaginal infection, vaginal discharge and odor, vaginal wind, and fistula. It was reported that patient underwent mesh removal of a portion of the mesh on (B)(6) 2012 due to vaginal mesh erosion. It was reported that patient underwent total colonoscopy and video documentation of mesh erosion on (B)(6) 2012 due to enterovaginal fistula with mesh exposure. It was reported that patient underwent mesh removal and repair of the colon, repair of the vagina and uterosacropexy, and cystoscopy on (B)(6) 2012 due to mesh erosion of the rectum with a fistula. (B)(4).